Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the glue missing on the forceps cover was likely from user handling or excessive stress applied to the device. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during reprocessing, a leak was noted at the biopsy channel. There was no patient involvement. The scope was returned for evaluation and found the glue from the forceps cover and at the edge of the pink rubber probe missing. This is considered to be a reportable malfunction.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. Further inspection of the returned device confirmed a leak at the biopsy channel. There was moisture noted the bending section rubber and the bending section glue was noted to be peeling. Black dots were noted in the scope¿s image during the fog test. The ultrasound image showed (6) six consecutive broken elements. Minor scratches and wear and tear were noted on the insertion tube. The scope¿s guide pipe joint, scope connector mouthpiece and light guide glass were noted to be loose. The control knob was found to be loose with play in the (u,d,l,r) direction. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.